Event description:
The customer reports during a cardiac procedure, the handswitching pencil was laying on the pt's leg and inadvertently activated causing a small blackened area that was excised. The generator will be returned as a formality.